Event description:
It was reported that during an unknown procedure, continuous leakage occurred with co2 leaking from the trocars. The surgeons took older trocars from another lot and the surgery could continue as planned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Fractured clear lens the analysis results found that the b12lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was found to be cracked. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.